Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2023-00075 and device 2 is being reported under MDR-2247858-2023-00076.

Event description:
Pt had previous stents in both common iliac arteries, and a stent in the right external artery just distal to hypogastric branch. Dr. Aggressively ballooned with 8mm angioplasty balloons prior to deployment of the stent graft. Post deployment, an aortic balloon was used to iron out after procedure, and it looked good and flow seemed to be good. Follow-up showed both limbs thrombosed. Patient outcome - "unknown at this time, dr. Was looking into a hematologist as both sides went down."

Event description:
Pt had previous stents in both common iliac arteries, and a stent in the right external artery just distal to hypogastric branch. Dr. Aggressively ballooned with 8mm angioplasty balloons prior to deployment of the stent graft. Post deployment, an aortic balloon was used to iron out after procedure, and it looked good and flow seemed to be good. Follow-up showed both limbs thrombosed. Patient outcome - "unknown at this time, dr. Was looking into a hematologist as both sides went down."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported and device 2 is being reported under MDR-2247858-2023-00076.